Event description:
It was reported that, during a vascular surgery performed on (B)(6) 2013, after unclamping, bleeding was noted through the graft legs. The physician had to clot the graft for some minutes to stop the bleeding. The graft remained implanted. No injury was reported.

Manufacturer narrative:
Method, results and conclusions: a review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of seven products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. One retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test results indicated a value well within product specifications. No conclusion can be drawn. However, all available info and the product testing performed would tend to indicate that the device was not defective.